Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain/non-auditory sensations with device use. The device was explanted on (B)(6) 2026, and the patient was not re-implanted with a new device.